Event description:
A customer reported the equipment displayed problems with the keyboard during a procedure. The case was completed using the same equipment; however, there was a 30 minute delay. There was no harm to the pt.

Manufacturer narrative:
A company rep examined the system and confirmed a nonconformity with the touchscreen and replaced it. The system was then verified to meet all product specifications. A review of complaints for the last (B)(4) did not indicate any additional similar reports for this system. The root cause of the reported event can be attributed to a nonconforming touchscreen. (B)(4).